Event description:
Report received of a spontaneous rate change. The pump was returned from clinical service with an unsigned note that read "rate jumps around". There were no reported adverse pt events while the device was in clinical use. Though requested, no further info was available.